Event description:
Our sales rep reported that during a surgery it was observed that all 4 screws lost the anodisation. Replacements were available and the surgery was completed. There was no delay in this case.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.